Event description:
The customer reported that the spectrum pump failed to detect an upstream occlusion during routine testing. There was no pt injury. No further info was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.